Event description:
It was reported that the patient was experiencing pain on the left side of the body and was also experiencing difficulty charging the ipg. It was also noted that the patient was feeling undesired stimulation while laying down. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.